Event description:
A customer reported the equipment presented a surge during a cataract with intraocular lens implant procedure. Following a system exchange, the procedure was completed with no impact to the pt. Add'l info has been requested.

Manufacturer narrative:
The company representative examined the system and replaced a beam load cell to address the reported issue. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).